Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the second implant was done on tuesday and again the battery unit had come out of the pocket and was sticking out of the patient's body. Patient reported that the patient's doctor took extra precaution to sew it into the pocket to the best of his ability. Patient was wondering if this unit should be redesigned or changed allowing the surgeon to sew the unit into place. Patient now had to endure yet another surgery due to this unfortunate occurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the cause of the ins sticking out was unknown and that it just popped out same day of surgery on. Patient planned for a new surgery on (B)(6) 2018. No further complications were noted or anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the evening of the replacement, the new ins was sticking straight out of their body and that it was sideways instead of up and down and that they have schedule a revision surgery on 14th. Patient also reported that they think reports the interstim device should be redesigned so that it can be "sewn to the fascia of the body"no further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the cause of the ins sticking out was unknown and that it just popped out same day of surgery on. Patient planned for a new surgery on (B)(6) 2018. No further complications were noted or anticipated.

Event description:
Additional information was received from the patient. They reported that their first stimulator reached normal battery depletion then was replaced on (B)(6) 2018 but their 2nd ins had to be re-implanted 4 times because it kept coming out of the pocket, sliding out. Pt said at the 2-week follow up it was out of the pocket but the doctor said they would leave it but in the next few days, they went to sit on the toilet and the incision opened up like a zipper and it came flying out, blood and stuff was everywhere it was hanging by a wire, their family member put a towel on it and took them to the ER. Pt said the ER called the hcp who told to shove it back in and put gauze and tape on it, they don't do surgeries until mondays. Pt said the procedures to reput the stimulator were all done in the office. Pt said after the ins had popped out 3 times on the original, left side pt asked the doctor to put it on the other, right side but it "flew" out the day of the 4th surgery when they sat up on the gurney. Pt said dr (B)(6) kept blaming medtronic for the ins popping out. After that pt asked the doctor to remove it altogether, it did not remain in the patient's body, they went without a stimulator for at least 3 years, it was not removed on (B)(6) 2021 (understood pt meant it was removed 3 years prior to (B)(6) 2021) . The patient mentioned unrelated medical history. This included pt said they have auto-immune disease their body rejects things, they thought the popping out issue was their fault but now believes dr (B)(6) ran a "chop shop" and no longer sees them. Pt said dr (B)(6) implanted the ins at the level of the greater trochanter each time, in an area where the skin moves when you move. Pt said with their current ins, the doctor implanted above the greater trochanter line.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.